Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the implantable cardioverter defibrillator exhibited inappropriate shock and incorrect interpretation for af with rvrs because 2 out of 3 discriminators indicated vt. Programming changes were performed. The patient was in stable condition.